Event description:
Information received indicates that the octopus evolution suction pod arm broke during a case. There was no adverse patient effect reported.

Manufacturer narrative:
Analysis: visual inspection of the returned product shows one set of suction pods has detached from the head-link assembly, as reported by the user. Product labeling contains instructions, including illustrations, for the proper use of the device, per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: there was no patient event. Device did not operate to expectations and was related to the event.